Event description:
A customer reported a system message was displayed. The pt was under anesthesia at the time of the event. There was no add'l info given. Add'l info has been requested regarding if there was pt harm and if the procedure was completed. No add'l info has been received to date.

Manufacturer narrative:
A company service rep examined the system and found that the lamp was damaged. The complete illumination module and the lamp were replaced. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).